Event description:
It was reported the patient died with cause of death noted to be cardiopulmonary arrest, sepsis, clostridium difficile enteritis, decreased immunity due to age and antibiotic treatment, dementia, renal insufficiency, coronary artery disease, and gerd. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed. (B) (4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Event description:
It was reported the patient died with cause of death noted to be cardiopulmonary arrest, sepsis, clostridium difficile enteritis, decreased immunity due to age and antibiotic treatment, dementia, renal insufficiency, coronary artery disease, and gerd. There is no allegation from a health care professional that the death was device related. Additional information received reported that the clinic last checked the device on (B) (6) 2010, and everything checked out fine. The patient was pacemaker dependent. The family had requested the device be turned off on (B) (6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed.

Event description:
(B) (4)